Event description:
It was reported that the patient's right ventricular (rv) lead dislodged and exhibited a loss of capture. The physician suspected the lead was too short for the patient anatomy and moved the rv lead to the right atrium the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.